Event description:
This ra lead was repositioned on (B)(6) 2018 due to dislodgement, and then explanted on (B)(6) 2019 due to dislodgement again.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.